Event description:
It was reported the patient was cut by the device. The surgeon was performing a gastroc case. After deploying the blade and making the necessary cut she went to remove the assembly and noticed the patient was cut by the blade still being deployed upon removal. Additional time and attention was taken to suture excess surgical incision. The surgeon reported she couldn't get the blade to recess as designed and it had gotten stuck.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of device history records. Review of complaints history. Results: a review of the device history record revealed that egr 157 assembly lot # pa0018, consisting of 500 units, was assembled on november 19, 2013 and inspected on november 20, 2013. Final audit activities at pti involved a 100% inspection of each egr assembly based on the following specifications: verification that the collar rotates on the egr assembly (rotates back and forth twice); verification of the blade actuation by rotating the collar and placing the assembly onto a go/no-go gauge to measure the height of the deployed blade; verification of workmanship (no burrs, rough edges, excess adhesive or cosmetic issues). Gamma sterilization occurred on november 7, 2014. Inspected and released into inventory on november 21, 2014. A query in trackwise determined that twelve (12) other customer complaints have been initiated based on the inability for the egr cutting blade to retract. The query was based on a combination of the individual assembly part numbers 31-0001, 31-0101, the system numbers 310040 and 310138 and the terms ¿endoscopic¿ and ¿egr¿ and covered the time frame of january 2013 ¿ 2015. Conclusion: the egr assembly associated with this investigation was not returned for evaluation and therefore, no definitive conclusions can be made concerning the inability to retract the cutting blade. Based on the limited amount of information, a root cause cannot be identified. Integra lifesciences continues to monitor the field for all issues regarding the egr system, and further action will be taken if any new risks or adverse trends are identified.